Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) devices were received for evaluation; (B)(4) event was duplicated during testing and found to be affected by corrosion. (B)(4) events were not duplicated during testing; however, (B)(4) devices were found to be affected by worn components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated. There was no patient involvement; no patient impact.